Event description:
It was reported the patient never had therapeutic effect, and reportedly never given a trial of the device. It was stated therapy worked for her a little bit in the beginning but shortly after implant she was admitted to the hospital and had her stomach pumped and it was due to the device. It was also stated every time she stood up it was ¿like a river¿ and ¿was going to the bathroom all over the place.¿ it was noted the patient was very upset about her therapy and was going through 2-3 packs of the large pads per week, and the night prior to report she went through 4 large diaper pads before bed. It was stated the patient was set between 2 and 4 volts and ¿could not stand it¿ any higher than that. The patient also noted ¿something must be wrong with her machine because she is peeing all the time.¿

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v741113, implanted: (B)(6) 2011, product type lead. (B)(4).